Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck angulation is 45 degrees. Vessel tortuosity is minimal, calcification is minimal. It was reported that during routine follow-up the physician noted stent graft migration of the bifurcated stent graft due to aortic neck dilation to 27mm in diameter with a proximal type I endoleak present. The aneurysm increased in diameter to 7cm. The stent graft migration was addressed with a 28x49 and a 32x49 endurant aortic cuffs. This was reinforced utilizing another manufacturer¿s helical screws. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).